Event description:
It was reported that a one-link needle-free IV connector became easily disconnected from either a peripheral IV site, peripherally inserted central catheter (PICC), or port. The step of setup or therapy during which this occurred was not specified, though there was minor blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.